Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an inadequate air supply. Inspection and testing of the returned device found the forceps channel was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle was insufficient due to elongation of the angle wire, the angle knob had play, the curved pipe was deformed, the insertion tube was discolored, the channel cleaning brush could not be inserted due to clogging of the forceps channel, the forceps could not be inserted due to clogging of the forceps channel, there was a foreign object in the forceps channel, the curved rubber adhesive was missing, suction could not be performed due to the suction cylinder, the image had cloudiness, the operating part was discolored, switch 4 was worn out, the back of the up/down knob was corroded, and the scope connector contacts were discolored. Scratches were found on the tip cover, the operation part, switch 1, the switch box, the operation unit cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the grip, the universal cord, the operation part, the scope connector, the scope connector cover, and the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was found during component analysis that the main component of the foreign material was organic silicone. Judging from the properties, it is considered to be silicone rubber, often used in medical equipment. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.